Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this transvenous right ventricular (rv) lead was surgically re-positioned to address loss of capture (loc). The outcome was successful and there was no adverse pt effect reported beyond the need for early surgical intervention. To date, this rv lead remains actively in svc. If new info would become available, this report will be further evaluated and updated.